Event description:
This is a spontaneous case report received from an adult female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 11-aug-2016 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2011 with lot number 841393. Consumer reported that, on (B)(6) 2011, she underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and consumer is suffering from injury. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 841393) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: lot number: 841393; manufacturing date: (B)(6) 2011; expiration date: (B)(6) 2014. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-sep-2016: no consent was received from consumer. On 21-apr-2021: reporters and patient information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 841393) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: lot number: 841393; manufacturing date: mar-2011; expiration date: mar-2014. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-sep-2016: no consent was received from consumer. On 21-apr-2021: reporters and patient information were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 841393) inserted for sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:841393. Manufacturing date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 841393) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("painful menstruation"), fallopian tube cyst ("cysts in her fallopian tubes"), abdominal pain ("abdominal cramps"), spinal cord disorder ("scarring in her spinal cord"), back pain ("pain in the back"), arthralgia ("pain in hips"), pain in extremity ("pain in legs making it impossible to walk"), bacterial infection ("bacterial infections"), autoimmune disorder ("autoimmune problems"), bladder disorder ("bladder problems"), mental disorder ("psychological problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), chest pain ("chest pain"), headache ("headache"), disturbance in attention ("problems concentrating"), dysgeusia ("metallic taste in the mouth") and sleep disorder ("problems sleeping,") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fallopian tube cyst, abdominal pain, spinal cord disorder, back pain, arthralgia, pain in extremity, bacterial infection, autoimmune disorder, bladder disorder, mental disorder, alopecia, tooth disorder, hormone level abnormal, chest pain, headache, disturbance in attention, dysgeusia and sleep disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, bacterial infection, bladder disorder, chest pain, disturbance in attention, dysgeusia, dysmenorrhoea, fallopian tube cyst, genital haemorrhage, headache, hormone level abnormal, mental disorder, pain in extremity, pelvic pain, sleep disorder, spinal cord disorder and tooth disorder to be related to essure. Lot number: 841393. Manufacturing date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 841393) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("painful menstruation"), fallopian tube cyst ("cysts in her fallopian tubes"), abdominal pain ("abdominal cramps"), spinal cord disorder ("scarring in her spinal cord"), back pain ("pain in the back"), arthralgia ("pain in hips"), pain in extremity ("pain in legs making it impossible to walk"), bacterial infection ("bacterial infections"), autoimmune disorder ("autoimmune problems"), bladder disorder ("bladder problems"), mental disorder ("psychological problems"), alopecia ("hair loss"), tooth disorder ("dental problems"), chest pain ("chest pain"), headache ("headache"), disturbance in attention ("problems concentrating"), dysgeusia ("metallic taste in the mouth") and sleep disorder ("problems sleeping,") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, fallopian tube cyst, abdominal pain, spinal cord disorder, back pain, arthralgia, pain in extremity, bacterial infection, autoimmune disorder, bladder disorder, mental disorder, alopecia, tooth disorder, hormone level abnormal, chest pain, headache, disturbance in attention, dysgeusia and sleep disorder outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, bacterial infection, bladder disorder, chest pain, disturbance in attention, dysgeusia, dysmenorrhoea, fallopian tube cyst, genital haemorrhage, headache, hormone level abnormal, mental disorder, pain in extremity, pelvic pain, sleep disorder, spinal cord disorder and tooth disorder to be related to essure. Lot number:841393. Manufacturing date: 2011-03. Expiration date: 2014-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: follow up was received via lawyer: events (previous event: medical device removal) were specified: pain, abnormal bleeding, autoimmune problems, bladder problems, psychological problems, hair loss, dental problems, hormonal problems, cysts in her fallopian tubes, scarring in her spinal cord, bacterial infections, painful menstruation, chest pain, abdominal cramps, headache, problems concentrating, metallic taste in the mouth, problems sleeping, and pain in the back, hips and legs making it impossible to walk we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 12-sep-2016: no consent was received from consumer. Regulatory authority reference number was received ((B)(4)). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 415 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to product technical analysis, a review of similar cases for this batch resulted in no similar ae cases identified. Further information could not be obtained.

Manufacturer narrative:
Follow-up received on 05-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: 841393; manufacturing date: mar-2011; expiration date: mar-2014. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 12-sep-2016: no consent was received from consumer. Regulatory authority reference number was received ((B)(4)). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to product technical analysis, a review of similar cases for this batch resulted in no similar ae cases identified. Further information could not be obtained.